Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used two venaseal kits for patient treatment of the left and right great saphenous vein (gsv). IFU was followed. It was reported that venaseal kits were used as there was insufficient volume of glue in the first kit to complete the procedure. The physician suggested some of the glue may have gotten spilled. The procedure was completed per normal technique, and sterile techniques were followed. The catheter was placed 5cm from the saphenofemoral junction (sfj). Standard top end delivery and compression followed by standard treatment including resheathing at bottom end. The physician has reported the only deviation noted during the procedure was the need to open a second kit due to spillage of glue on the scrub trolley (away from the patient). It was reported that following the procedure, the patient developed an infection around the access site on the left calf. The infection was first observed approximately 2.5 weeks post procedure but suspected to have started before then. The physician is not sure if this is related to the venaseal or number of avulsions done on the patient. The physician is reported to be nervous of presence of foreign material. The patient required 2 courses of antibiotics. Patients last review was 9 weeks post observation of infection, with improvement noted. Induration fully settled but small wound c 3mm long persists but is no longer discharging. It is hoped this will settle. There was no further patient injury reported.